Manufacturer narrative:
The insulin pump was received with a cracked end cap, cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's nurse called and reported the insulin pump may have been bumped into a table. The device was cracked and was being held together by tape. Customer's blood glucose was over 300 mg/dl. It was stated the damage was at the base of the insulin pump, under the battery compartment. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.